Event description:
The customer reported an incident where a system failure occurred during treatment/run, resulting in no access to the monitor. No machine error codes. Complaint description indicated that the blood in the set coagulated and had to be thrown away. Blood amount was not specified. There was no pt injury. The blood pump was replaced and the machine is working fine.